Manufacturer narrative:
Concomitant medical products: 693558 defib lead, implanted on (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing during atrial tachycardia / atrial fibrillation (at/af) episodes, which resulted in some at/af episodes inappropriately terminating. The ra lead remains in use. No patient complications have been reported as a result of this event.